Event description:
It was reported that a malfunction occurred with the code malf 9. There was no reported adverse impact to the customer¿s blood glucose level. Technical support advised the customer to reset the pump independently, and they planned to send pump reset instructions via email. No additional information was received regarding the outcome of the event.